Event description:
The core universal driver was sent for eval, and during repair conducted by the MFR's field service tech it was found to be running without user activation. No adverse event was associated with this event.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.